Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Analysis of the device memory indicated rv (right ventricular) oversensing. Analysis of the device memory indicated the unexpected delivery of a ventricular t achyarrhythmia therapy. On (B)(6)-2016 t-wave oversensing (twos) identified in ventricular tachycardia-non-sustained episodes leading to inappropriate shock. Lead integrity warning occurred on (B)(6)-2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. On (B)(6)-2016 pacing impedance shown on session report measured 266 ohms. Save to disk data shows minimum rv pacing impedance trend holding steady in the range of 342-380 ohms. Impedance measurement at implant not available.

Event description:
It was reported that the patient received inappropriate therapy. A transmission observed the right ventricular (rv) lead triggered a lead integrity alert (lia) for high sensing integrity counter (sic). T-wave oversensing (twos) and low impedance were also noted. Sensitivity was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.